Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was displayed as ¿high¿ on meter or sensor, the exact bg value was unknown. Customer delivered a correction bolus using pump to address high bg. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.